Manufacturer narrative:
Device history review was completed on the reported lot v1s159. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample for evaluation. The sample was not activated, and the sample has no visual defects. Therefore, the failure mode reported was unable to be confirmed through evaluation of the returned product and root cause is undetermined. We will continue to monitor trends.

Event description:
Customer reported that after squeezing the instant hot pack, it exploded on the staff member¿s arm causing redness. No medical care was required. Event date was unknown by customer.